Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. After multiple attempts at deploying and recapturing the closure device it was decided to use a different size. The wds was removed from the patient and a new wds was prepared to be used. At this time, it was noted that the was had become kinked. The physician removed the was from the patient and continued the procedure with a new was and wds. The procedure was unsuccessful due to the patient's anatomy.